Event description:
The customer reported via telephone call that the insulin pump display went blank. The customer did not remember the blood glucose reading. The customer reported that the insulin pump did not show signs of damage and had not been dropped, bumped, or exposed to moisture. She stated that the battery cap contacts were not missing or damaged and that the compartment and spring were not damaged or corroded. Through troubleshooting, the display did return. The customer was assisted by her mother due to being blind. The customer's mother was able to confirm that the insulin pump had a battery out limit alarm and was assisted in resetting the time and date. The customer also reported an alarm for no delivery of insulin, which was resolved by a complete set change. The customer was advised to call back if the alarm reoccurs to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.